Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation it is likely the lens was damaged due to excessive force applied by the user. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was returned to the olympus repair center. The customer reported problem was confirmed, broken lens was identified in the optical system attributing to a blurry image. The inspection also found a bent rigid outer tube, distal end fiber breakage and scratches on the distal end frame. Debris was found under the eyepiece window with dents on the eyepiece funnel. The investigation is in progress. However, if additional information becomes available, this report will be supplemented accordingly. In general, the end-user is required to inspect the device for defects, check the function of all devices and have alternate equipment prior to use.

Event description:
Olympus was informed by the sterile processing department lead at the user facility that the customer oes elite high-definition autoclavable telescope has ¿cracked lens¿. The customer reported problem was found at preparation for use. No death or injury and no person or other was impacted was reported.